Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced an "infection in the implantation site." It was noted the patient's "wound was treated and measures were taken against the infection," though the cause of the issue was unknown. The patient's lead and implantable neurostimulator (ins) were explanted as a result of the event and the issue was resolved. It was noted there were "no complaints from the physician about a device malfunction." The patient was alive with no injury at the time of report. It was noted the patient's underlying disease condition was fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.